Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j10838r33, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced increased spasticity in her legs. The catheter had multiple breaks in the proximal segment. The catheter was replaced. The patient status was reported as ¿alive - no injury¿. The pump was delivering lioresal.